Event description:
During an intracranial arterial stenosis procedure, the subject stent was smoothly advanced into the microcatheter. When preparing to deploy the stent, the physician observed under imaging that the radiopaque markers of the stent were misaligned with those of the delivery wire, suggesting stent deployment. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
During an intracranial arterial stenosis procedure, the subject stent was smoothly advanced into the microcatheter. When preparing to deploy the stent, the physician observed under imaging that the radiopaque markers of the stent were misaligned with those of the delivery wire, suggesting stent deployment. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D9. Product available to stryker ¿ updated, d9. Returned to manufacturer on ¿updated, h3. Device evaluated by mfg ¿updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the stent was received in a deployed condition. The stent delivery wire (sdw) was returned, the introducer sheath was not returned. The stent was noted to be intact. All 4 marker bands were present on both ends of the stent. The sdw was kinked/bent at the distal tip. Unable to perform functional inspection as the stent was returned in a deployed state. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported 'stent deployed prematurely during use' was confirmed. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that ' after the access was properly established, the subject stent was smoothly advanced into the microcatheter. When preparing to deploy the stent, the physician observed under imaging that the radiopaque markers of the stent were misaligned with those of the delivery wire, suggesting stent deployment. Subsequently, the stent was removed, and a new stent was used to complete the procedure.' Additional information provided by the customer indicated that the device was prepared as per the dfu. The packaging and device were confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. The patient's anatomy was moderately tortuous. The stent was received in a deployed condition. The stent delivery wire (sdw) was returned, the introducer sheath was not returned. The stent was noted to be intact. The sdw was kinked/bent at the distal tip. Since the introducer was not returned for evaluation, it cannot be confirmed whether it moved proximally/distally during the procedure. But since the stent was intact it is probable that if the introducer had shifted proximally, possibly due to under tightening of the rotating hemostatic valve rhv, a gap may have been created within the system where the stent could have unintentionally deployed without being immediately recognized by the operator. Additionally, vessel tortuosity might have increased resistance and stress on the delivery system, further contributing to delivery wire kinking and the observed deployed condition of the stent. Note: the event description indicated that the subject stent was being used in a stenosis case which is not recommended. The neuroform ez dfu states 'the neuroform microdelivery stent system is authorized by european law for use with occlusive devices in the treatment of intracranial aneurysms'. The as reported 'stent deployed prematurely during use' and as analyzed stent deployed prematurely during use and sdw kinked/bent will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.